Event description:
The surgery center reported that a cataract patient was presented with dense corneal edema. Initially, it was reported that a patient had symptoms of a cloudy effect during a 2 day post-operative exam. The surgery center stated the patient may have had fuch¿s endothelial dystrophy; however is claiming the machine is the cause of the outcome and that the settings were changed during the procedure. Through follow up it was found there were no changes to the power settings during the case. The only changes to the machine were performed before and after the procedure. These were minimal adjustments to very low fluid rates and it was confirmed by the surgeon prior to use. The patient¿s pre-operative lva (visual acuity) was 6/36. At another post op exam, the surgery center reported lva cf, gross corneal edema inferiorly and centrally and that the location is where the mobile nuclear fragments would have made the most impact. The examination of her right eye confirmed healthy corneal endothelium, thereby confirming the absence of bilateral disease such as fuchs endothelial dystrophy. The patient was prescribe ¿ oc nacl (sodium chloride solution) 5% twice (bd) a day in addition to normal steroid and antibiotic treatment. At a 19 day post op exam, the lva (visual acuity) was 6/9 unaided. The corneal edema was largely settled and the oc nacl was discontinued. In addition, the patient lost 6 lines of visual acuity compared to where it should be at of the post-operative exam. The patient¿s comments that this had caused distressed but was slowly improving. The ointment prescribed made the eye watery. The surgery center indicated an abbott medical optics (amo) field service representative visit the account and adjusted the settings on the machine to improve performance. During the field visit, the representative provided surgery support and the surgery center indicated to the amo representative that during the operation, the nuclear fragments were jumping off the tip of the probe with no improvement. The surgery center indicated the procedure took much longer than normal to phaco the lens and was concerned by the turbulence and movement of the nuclear fragments.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss reviewed and collected the event and error logs to confirm the levels of settings throughout the surgery time. The fss provided surgery support. There were no issues detected with the operation of the machine. The fss performed a field service checklist. The fss was not able to identify an explanation for the event. The fss explained to the account the phacoemulsification system was not the cause of the issue. The system was verified for all modes of operations and calibrations. The system met amo specifications. In addition, a record review of the unit was performed. Historically, there has been no complaint recorded from any other sites indicating that a whitestar signature system (ngp680300) was causing a corneal edema. There has been no similar complaint reported since installation. For the past year, there has only been 1 complaint reported on april, 2015, for this system. This was resolved by a phone fix. Within 2 weeks, a field service engineer carried out a full system check per ngp checklist to confirm the system was within amo specification. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.